Event description:
The customer reported to olympus, the coating peeled off the tracheal intubation fiberscope. Inspection and testing of the returned device found the coating of the image guide coil was peeling off, (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angle was insufficient due to the elongation of the angle wire, the adhesive part of the objective lens had come off, the adhesive part of the lighting lens had come off, the flexible tube of the insertion section was crushed, the operation part was damaged, mark peeling of the operation part was recognized, the curved rubber adhesive part was missing, mark peeling of the fixed ring was recognized, and the sizo label was peeling off. The insertion part corrugated tube oredome, the eyepiece, the operation unit cover, the grip, the angle lever, the up/down plate, and the vent metal under the grip were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled due to stress of repeated use, external factors or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.